Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen vela ventilator unit passes pre checks. O2 out of range. Fsr replaced o2 cell, calibrated o2 cell and calibrated blender. Still failing blended o2 check. O2 values unstable. Fsr replaced blender then the vela ventilator unit now passes o2 checks. Ovp performed. Ventilator operates to manufacturer spec. The vela ventilator can be returned to service.

Event description:
The customer reported to vyaire medical that the vela ventilator has o2 range error. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.